Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka). The patient's blood glucose levels were not reported while wearing the pod an unspecified number of hours. The patient passed away following this event. Attempts were made to call back for further information, but they were unsuccessful therefore information is limited.

Manufacturer narrative:
The physical device was not returned for investigation. The insulet cloud system was checked for data from the user for 2025 and 2026. The cloud data showed that the last patient history buffer (phb) data point was generated at 08:09 on (B)(6) 2025. Data from the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. The cloud data showed that a pod change occurred between 00:23 and 00:34 on (B)(6) 2025. After pod activation, estimated glucose values began increasing until they reached urgent high (greater than 400 mg/dl) at 05:54 on (B)(6) 2025. The estimated glucose values stayed urgent high until the pod lost connection with the sensor at 19:04 on (B)(6) 2025. While in automated mode, the system correctly responded to the high glucose values, increasing the microbolus amount delivered until it reached the max amount. Automated delivery restriction alerts were generated at 05:14 and 13:44 on (B)(6) 2025 and at 01:09 on (B)(6) 2025 due to the system delivery the max microbolus amount for an extended period in response to increasing and high glucose values. Each automated delivery restriction alert was acknowledged, putting the system into manual mode. The system was used in manual mode from 01:14 on (B)(6) 2025 to the last phb data point at 08:09 on (B)(6) 2025. While in manual mode, the system correctly delivered the user's manual basal program regardless of glucose values received. The last bolus delivered was a bolus of 5.8 u delivered at 21:09 on (B)(6) 2025. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Patient's date of death was obtained from the online obituary on 30mar2026. B1, b2, b3, and b5 were updated accordingly.

Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka). The patient's blood glucose levels were not reported while wearing the pod an unspecified number of hours. The patient passed away on (B)(6) 2025, following this event. Attempts were made to call back for further information, but they were unsuccessful therefore information is limited.